Event description:
The patient started to desaturate. The respiratory therapist tried to increase fio2 through the touchscreen. The screen was frozen and unresponsive, but the screen was not locked nor wet. However, the ventilator continued to ventilated the patient. The patient was disconnected from the ventilator and hand-bagged so the ventilator could be changed.